Manufacturer narrative:
Additional system component reported for this event: controller- (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced reoccurring efaults with the first efault occurring on (B)(6) 2016. Log files were sent in and analysis confirmed efaults. Patient was admitted to the hospital on (B)(6) 2016. Efaults increased in frequency in the morning of (B)(6) 2016. Clinical specialist was on site in the evening to inspect the driveline. Internal inspection showed a dark gel-like contamination spot which covered two of the pin-holes in the driveline connector. Driveline cleaning procedure was performed according to work instructions. There was a total of 2 cleanings with a total pump stop time of 2 mins. Patient remained clinically well during the procedure. Patient was discharged home the next day. No efaults reoccurred post-cleaning procedure. The contaminated controller was replaced.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Controller (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed electrical fault alarms of type [?]sys_front_phase_c_open' and 'sys_rear_phase_a_open'. This failure is most likely due to contamination of the driveline/ driveline connector that increased the reading on the rear and front stator's impedance values leading to the electrical fault alarms. The controller passed functional testing but visual inspection revealed contamination of the driveline connector. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector/driveline port. The most probable root cause has been attributed to design/training issues. Heartware has opened an internal investigation to evaluate issues related to driveline connector contamination leading to electrical faults. (B)(4)- controller. Returned for eval: 09aug2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.